Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use cardiosave intra-aortic balloon pump (iabp) unit doesn't charge. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse tested at customer site and observed both batteries charge fully. Performed battery test and depleted, and tested charging circuit, both batteries charged to specifications. Could not duplicate any charging failure. Unit passed all functional and safety tests per factory specifications, returned to customer.